Event description:
Boston scientific crm received information that both the right atrial (ra) and right ventricular (rv) lead's displayed loss of capture, no sensing and high out of range impedance measurements. Lead fracture's were discovered due to clavicular crush. The ra and rv lead's were explanted and new ra and rv lead's were successfully implanted. Other than the procedure, no adverse patient effects were reported.

Event description:
--

Manufacturer narrative:
The product has been received and is currently being analyzed. When testing is complete, this report will be updated.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection noted the lead was returned severed 9 cm from terminal pin. The distal and proximal segments were returned, consistent with the entire lead body. The lead insulation was ruptured through and all conductor coils underneath were fractured at approximately 19 cm from the terminal pin. The lead was found fractured and evidence revealed that it was consistent with clavicle first rib crush.